Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self-tests due to blank display. Insulin pump had cracked case corner of belt clip rails. The insulin pump p-cap, test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had cracks and humidity in the screen. Customer stated they did not hear fluid when shaking the insulin pump and unable to see fluid under the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.